Event description:
It was reported that the physician feels the atrial arrhythmia algorithms may have contributed to heart failure. These algorithms were programmed off after the modeswich episode was thought to be longer than the arrhythmia lasted. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.